Manufacturer narrative:
(B)(4) date sent: 10/7/2025 d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Was this procedure converted to an open procedure? Did the patient experience any adverse consequences due to this issue? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the blade fell off and cannot continue to be used. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. Additional information was requested and the following was obtained: were any fragments generated? -blade broke off did the fragments generated fell off inside the patient? -yes. If yes, were they completely removed from the patient without additional intervention? -yes what efforts were made to locate the pieces of the blade during the procedure? -unknown. Was this procedure converted to an open procedure? -no. Did the patient experience any adverse consequences due to this issue? -no corrected data: h6 - health effect - impact code.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. Additional information was obtained: received updated information from sales rep/local ma, the event description (english) should be as follows: tissue pad detached. It was reported that the white tissue pad was detached during procedure. The fallen piece was retrieved by forceps and was disposed. Changed another one to complete surgery. Corrected data: b5, h6.

Event description:
It was reported that during an unknown procedure the white tissue pad was detached. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery.